Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr catheter were received together. The detached burr and wire were not received for analysis. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. There are numerous sheath kinks. The coil is stretched and broken 135.7cm from the strain relief. There are fibers (fm) wrapped around the coil. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr disconnected from the shaft. The target lesion was located in the left tibial-peroneal trunk. A 1.75mm peripheral rotalink plus was selected for use. During procedure, it was noted that the burr disconnected from the drive shaft. Consequently, the burr was pulled out with the wire and then the vessel was re-wired and ballooned with an angioplasty balloon. No patient complications were reported.